Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error motor position encoder error. The customer¿s blood glucose level was 120 mg/dl. Drive support cap appears to be normal. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify displayable history crc check failed on startup alarm due to motor error alarms. Device had missing end cap sticker.